Event description:
Subsequent to the initially filed medwatch, follow up information received noted that the steerable guide catheter was in the left atrium when the clot was observed. The thrombus was treated with medication. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, a definitive cause for the reported thrombosis cannot be determined in this incident. The reported patient effect of emboli (thrombus) of, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is conservatively filed to report the thrombosis that occurred during use with the steerable guide catheter (sgc). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. During the insertion of the sgc, a clot was noted in the right atrium not attached to the sgc. The sgc was advanced without any problems through the transeptal puncture hole. The clot stayed safe in the right atrium throughout the procedure. One clip was implanted, reducing the mr to 1. In the physicians opinion, the clot was not caused by the sgc. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.